Event description:
It was reported that during a procedure to change a pacemaker generator, the guide wire fractured. The zipwire guide wire was advanced through an introducer into the left subclavian vein. The zipwire guide wire was then being advanced with difficulty through the tortuous superior vena cava (svc) junction to the right atrium, however, it was "with a tendency to go up the right internal jugular rather than down into the right atrium." Slight resistance was noted when withdrawing the guide wire, and upon removal the tip of the zipwire guide wire appeared "frayed". Under fluoroscopy, some strands were noted to remain attached to the end of the introducer/inflator at the svc junction. With slow withdrawal some strands of the wire were removed with the introducer/dilator, however, after removal some guide wire strands were still noted at the subclavian at about the proximal third of the clavicle. The physician then cut down the pectoralis and followed the access tract into the subclavian with a fine mosquito to successfully retrieve the remaining strands. Nothing was left in the pt's body. Attempts at further venous access and placement of a new atrial lead were abandoned. The pt's status was reported as stable with existing leads and a new pacemaker generator.